Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and experienced an arrhythmic event, hematuria and low pump flow leading to replacement of the device. The patient underwent a second left heart catheterization (lhc) as the initial lhc with intra-aortic balloon pump placement report was not sent with transfer work up. Thrombus was noted in the left anterior descending artery and potentially in the circumflex artery. The decision was made to place an impella cp with removal of the intra-aortic balloon pump. The following day, the patient was in atrial fibrillation and urine output was yellow. However, the urine output was previously red in the morning's report. Vasopressin was started and discussion was made regarding options of optimizing the impella support and weaning drips. Impella cp mcs continued. However, the following afternoon, the patient was being transferred from the bed to a stretcher via emergency medical services for transfer. At this time, the impella cp flows decreased, impella in ventricle alarm appeared and there was also a spike in motor current with a dampened waveform. The purge flow and purge pressure remained unchanged. The patient was on heparin purge solution, heparin drip, and cangrelor drip. An echocardiogram at bedside was completed, and the impella cp was readjusted. Alarms did not resolve. The patient was subsequently taken to the operating room for a new impella cp placement via the left femoral artery. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The investigation of low pump flow, optical signal issue, vf/vt/af/at, and hemolysis has been completed. Low pump flow: returned product was investigated, and the only visual abnormality was a severe kink in the cannula. However, it is believed that this likely occurred during the return process because the pigtail end of the cannula was stuck inside the knot of the plastic bag. Additionally, there was no report from the field of a cannula kink upon explant. There was no biomaterial on returned product, which was to be expected, considering that pump flows returned to specification before explant. The pump was connected to a console and run in a bucket, where low flows did not reproduce. Based on the signatures noted in data logs, the root cause of the low pump flows was most likely biomaterial ingestion. Optical signal issue: returned product was investigated and there were no relevant visual abnormalities. The pump was connected to a console and all 5s parameters were within specification. Additionally, the pump passed the laser continuity test. Finally, the pump was run in a bucket for a period of time, and all optical signal metrics were stable during this run. Based on the signatures seen in data logs and all optical signal metrics being within specification during the case and on returned product, the root cause of the optical signal issue was most likely a false alarm due to biomaterial. Vf/vt: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Hemolysis: there was no biomaterial or damage to the pump of relevance. As mentioned earlier, there was a kink in the cannula, however, that kink likely occurred during product return because the cannula was returned caught in the knot of the plastic bag, and clinical did not report noting a cannula kink on explant. Finally, the pump was hemolysis tested and passed with an average mih of 9.21. Since clinical details were limited, there were no abnormalities noted in data logs, and returned product passed hemolysis testing, the root cause of the hemolysis could not be determined. Thrombus: a thrombus failure mode was added because the investigation into low pump flows and optical signal issue found that they were due to biomaterial ingestion. The root cause of the thrombus was unable to be determined due to insufficient clinical details.